Event description:
The following has been reported: problem: keypad defective. Action: installed new upper case kit and transferred control number resolution: connected to partner software and verified defective keypad, installed new upper case ass'y with keypad. Verified operation and tested ok. Reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.